Event description:
It was reported that this right ventricular (rv) lead had an alert on the remote monitoring system due to high out-of-range shock impedance greater than 125 ohms. The lead was checked in the office and was reported to be stable within normal ranges, thus the plan was to continue to monitor. Additionally, it was noted that this rv lead exhibited high out-of-range again, which was suspected to be caused by a spring contact issue. Extra signals on the non-boston scientific right atrial lead were also noted. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had an alert on the remote monitoring system due to high out-of-range shock impedance greater than 125 ohms. The lead was checked in the office and was reported to be stable within normal ranges, thus the plan was to continue to monitor. Additionally, it was noted that this rv lead exhibited high out-of-range again, which was suspected to be caused by a spring contact issue. Extra signals on the non-boston scientific right atrial lead were also noted. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported.